Manufacturer narrative:
Concomitant products: 5076 lead, implanted (B)(6) 2015.

Event description:
It was reported that the patient's congestive heart failure symptoms had returned after the left ventricular (lv) lead was found to have pulled back into the superior vena cava (svc). The lead was turned off. Attempts to reposition the lead yielded elevated thresholds and issues passing the guidewire through the lead. The lead was then removed and replaced. No further patient complications have been reported as a result of this event.